Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer received information alleging black foam particulate and present in humidifier chamber & seals.. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.